Event description:
It was reported that approx four months post filter implant, radiographic images showed the filter had tilted from a 10 degree to a 90 degree tilt. The filter ended up transversely in the vena cava with the apex and legs allegedly perforating 1mm to 2mm through the vena cva. Reportedly, there was an attempt to retrieve the filter, however, was unsuccessful. After the first retrieval attempt, the pt presented with pain in the right groin. Ten days later, the pt underwent a second retrieval attempt; however, was also unsuccessful. The filter remains implanted; the current status of the pt is unk.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the review to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore, not available for eval. Case images were received and reviewed, all images are the same. The first image shows the filter in the cava, and the filter is tilted approximately 10 degrees (prior to retrieval attempt). However, the 10 degree tilt may be attributed to imaging paralax. The next image shows a recovery cone above the filter, the filter now appears to be approx 40 degrees tilted. The last image shows the filter approx 75 degrees tilted. It appears that the user may have encountered difficulty in retrieving the filter using the recovery cone, thus causing the filter to tilt. Based on the images received, the complaint for filter tilt was confirmed. However, as cts were not available for eval, the alleged perforation could not be confirmed. The root cause is unk. The current IFU (instructions for use) for this device states: note: it is possible that complications such as those listed in the "warnings, precautions and potential complications" section of this IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.